Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh (x2) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with bilateral direct inguinal hernia thereby underwent open repair with the implant of 3dmax light mesh (left - device 1, right - device 2). Per op notes, ¿direct inguinal hernia was identified on the right and contents were reduced. There was a large direct defect in medial epigastric vessels on the left. Contents were reduced. A piece of medium sized 3dmax light mesh (device 1, 2) were placed on both sides and secured above the cooper's ligament using tacks.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent left indirect inguinal hernia thereby underwent robotic repair with the implant of synthetic mesh. Per op notes, ¿adhesions just above the groin were taken down. The mesh (device 1) appeared to have slipped superiorly, separated from cooper ligament and there was a recurrent direct inguinal hernia. A synthetic mesh was placed into defect and secured to cooper ligament using tacks.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's post-operative course. Note, the manufacturing date (15-jun-2013) is considered to be the best estimate. Updated fields: a2, a4, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light (device #2). An additional emdr was submitted to represent the bard/davol 3dmax light (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh (x2) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.